Event description:
It was reported that during a partial thyroidectomy procedure the surgeon reported that the shear was not transecting tissue properly. It was coagulating. Solid tones were noted through certain times shear was being activated. No error codes occurred during this time. After several attempts to use the shear and not properly transecting tissue, the case was completed using a cautery device. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.